Event description:
It was rpeorted that (2) ex45b and (2) zr45b reloads were used during a vats procedure. It was reported by the rep that the first ez45 was fired once with no incident. On the second firing the stapler cut but did not staple. A second ez45 was opened and fired once with no incident. Once again on the second firing the stapler cut without stapling. Opened another device to complete the case. There was no consequence to pt.